Manufacturer narrative:
The device in question was not returned for investigation. A review of the device history record was not possible as no lot number was provided. The root cause could not be determined. The instructions for use which is included with the device was reviewed and states, "do not open package until ready to apply electrode to skin. Inspect electrode and cable. Do not use if you suspect product is expired or unsafe (check expiration date printed on packaging)".

Event description:
A report was received that during a lumbar procedure the patient felt pain and discomfort to the leg where the grounding pad was placed. It was noted that the grounding pad was not fully adhered to the patent's skin. The biomed reported that there were packages of already opened grounding pads on the cart while prepping the patient, and was informed that per the instructions for use, it is recommended to only open the package prior to use. When removing the grounding pad, blisters were observed on the patient's leg and the procedure was terminated. No additional information was provided. Baylis medical company previously acted as the foreign exporter for this product but is no longer exporting this product under this name.